Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 7 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 32 mg/dl was entered into the pump by the user on (B)(6) 2020 at 08:24:09 am. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 02:51:32 am date: (B)(6) 2020 iob: 3.27 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 11:26:06 pm to 11:31:23 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 11:26:06 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 7:23:35 pm date: (B)(6) 2020 iob: 0.03 time: 8:43:32 pm date: (B)(6) 2020 iob: 5.76 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 06:15:46 am to 06:40:46 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 06:15:46 am on (B)(6) 2020. Blood glucose (bg) of 48 mg/dl was entered into the pump by the user on (B)(6) 2020 at 02:15:51 am. Continuous glucose monitor (cgm) values of 48 to 51 mg/dl were recorded at 02:10:23 am to 02:15:23 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 02:10:23 am on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:21:11 am date: (B)(6) 2020 iob: 0.89 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 02:30:33 am to 02:50:13 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 02:30:33 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 51 mg/dl were recorded at 04:00:13 am to 04:05:13 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 04:00:13 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 11:19:50 am to 11:54:42 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 11:19:50 am on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:27:54 am date: (B)(6) 2020 iob: 3.90 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 40-68 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.